Event description:
It was reported that the patient received inappropriate shock due to an incorrect interpretation of signal. The patient experienced pain due to the shock. No intervention was performed, and the patient was stable.